Event description:
It was reported by service report that the safety bar was broken and there were sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - safety bar; exposed sharp edges.